Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. The patient also alleges a periodic clicking. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, vertical cup. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.